Manufacturer narrative:
A tapered screw-vent (tsv6h11) packaging was returned. Visual inspection of the as-received product identified that the inner vial did not contain the implant, ufm screw and ufm platform (items 3, 15, 16 in pd-tsv6h11 rev. J). The temper resistant tabs on the yellow cap of the outer vial were unbroken. The cap was not completely/correctly seated and appeared to have been pulled off of the vial. There was no evidence of any damage, and the labels appeared to be in good condition. The complaint was non-verifiable, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The customer reported that the ¿implant was missing from the inner vial¿ when they received it. However, it was identified that the tamper resistant cap on the outer vial was not completely/correctly seated and the exact details and condition of the product as received by the customer could not be verified. The device history record review was performed and did not identify any non-conformances which could cause or contribute to the reported event. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. .

Manufacturer narrative:
Event date unknown. The 510(k): k013227 the empty packaging was requested but has not been returned.

Event description:
The clinician reported that the implant was missing from the inner vial of the implant packaging. The outside packaging was completely sealed and when he went to open the vial that holds the implant, it was empty and only contained a cover screw. It was also reported that they were able to complete the surgery using another implant from stock.